Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
A revision surgery was performed due to infection. Unknown device information.